Manufacturer narrative:
There are customer provided photos that were included on the email body of the attached file "(B)(4) emory university midtown customer issue regarding pre-filled flush syringes". There are a total 3 photos. 2 photos show a pcu on the syringe selection screen with the bd plastipak 10 ml syringe as the only option to select and the last photo show a bd 5 ml pre-filled flush syringe. Although, the photos confirm that the 5 ml ns syringe was recognized as a 10 ml syringe, the source device was not returned for investigation. The attached file "request #1 (B)(4) req for info evt det pt harm" indicates that the tip sheet ¿new_bd alaris syringe module-compatible syringes and flow rate ranges (pre filled)¿ was provided to the customer. The tip sheet advised that when using a prefilled flush syringe on the alaris syringe module, choose a syringe size that accommodates the desired flow rate. The included chart shows the flow ranges of each syringe size. In addition, the compatible syringe sizes with reorder numbers are displayed. Required attempts to contact customer for device return was unsuccessful. The devices involved in this investigation was used for patient treatment. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was a report of patient involvement.

Event description:
It was reported that the pump reads the 5ml ns syringe as 10 ml syringe. There was no harm to patient.